Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4).

Event description:
Asr litigation records received. Litigation alleges injury, elevated chromium and cobalt levels, economic loss, pain, suffering, and emotional distress. Doi: (B)(6) 2007; dor: (B)(6) 2019; right hip.

Event description:
Medical records were received: patient was revised due to constant pain that was preventing everyday task, including sleep, also developed a bad limp. Leg pain and problems with right knee. Hip malfunction in (B)(6) 2018. 6-8 months before surgery, right knee felt like it was out of alignment and it was very painful to walk, after 10-15 minutes it would calm down for me to be able to walk again. Starting (B)(6) 2020, started having pains on the pelvic area pain was so great, he couldn't sneeze, cough, and hard to get out of the chair at times.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. Added: d6a, d6b corrected: h6 (clinical code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, the patient was revised due to failed right thr and pain. It was also indicated that there was a surgical delay of 3 hours due to the fact that a well-fixed femoral stem had to be removed that required complex intraoperative decision making. Operative notes reported that it was apparent during reduction of the hip that the femoral head was actually moving on to the trunnion. There was marked metal debris in this region and fair amount of metallic looking fluid was encountered. The trunnion was worn in both lateral and anterior-posterior direction. Metallic debris and but necrotic tissues were removed. Doi: (B)(6) 2007, dor: (B)(6) 2019, right hip.